Event description:
It was reported that the device had an air in line alarm. The device contained chemotherapy. There was patient involvement, and there was unknown signs or symptoms experienced.

Manufacturer narrative:
E1: facility name (B)(6). The device history record of reported lot number: 4461330 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.